Manufacturer narrative:
The thermogard ivtm system was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The reported complaint of "the air trap not detected on the thermogard ivtm system (sn (B)(4))" was confirmed during the functional testing and event log review. The root cause of the reported complaint was due to a defective air trap sensor block, likely attributed to a defective component. Upon visual inspection, no physical damage was observed on the thermogard ivtm system. The event log review showed a m ID:09 (air trap assembly) error, indicating a potential problem in the air trap sensor block. Thus, confirming the reported complaint. The thermogard xp ivtm system failed the preliminary functional testing. The air trap was not detected on the thermogard ivtm system upon powering up. The root cause was due to a defective air trap sensor block. The air trap sensor block with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the start of ivtm therapy, the customer reported that the thermogard ivtm system (sn (B)(4)) displayed "air trap not detected". The customer cleaned the air trap but issue persisted. Another thermogard ivtm system was used to continue with treatment. No consequences or impact to the patient.